Event description:
It was reported that when a patient presented in-clinic for a normal follow-up, post-paced t-wave oversensing was observed via stored egm. Programming changes were made, and no further oversensing was noted. There were no adverse consequences for the patient.